Event description:
It was reported that the handpiece did not pass the diagnostic test. When starting the handpiece test, the test would start, but the system would give an error saying that the system could not communicate with the handpiece. The handpiece tried to move the anspach, but could not do so. After inspecting the instrument, the gears did not move at all. No case involved. The results of investigation show that the handpiece had an internal wiring damaged that caused an over current error, which is a reportable malfunction.

Manufacturer narrative:
The device was intended to be used during treatment and was returned for investigation. The initial functional evaluation of the handpiece found there was a short in the cabling. When the device was being tested by the user, the handpiece was moved causing difficulty in the gears moving. The DHR was reviewed and the device met manufacturing specifications prior to being released for distribution. A complaint history review found similar complaints of the reported issue and will continue to be monitored. The relationship of the device and the reported event has been established. A short in the handpiece cabling caused a blown fuse in the siu. The root cause of the reported event was due to an electrical component failure. No containment or corrective actions are recommended at this time.